Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during the replacement procedure due to normal elective replacement indicator (eri), peeling of the parylene coating on the device was observed. The device was explanted and replaced. The patient was in stable condition.